Event description:
The customer reported a failure of the m1663a ECG trunk cable. No pt incident/injury was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.